Event description:
Two (2) screws for ti anterior tension band plate placed l5 - s1, broke post-operatively. Both screws were in s1. The post-operative x-rays looked 'good' at that time. The patient returned with pain. The surgeon x-rayed and thought the patient was non-fusion. Surgery for posterior fusion was performed. The broken screws were discovered at that time. The screws were broken at the core transition area of the screw. Both screws were still in position and locked in the plate. The screws did not appear to be migrating. The surgeon dissected down to check for rigidity. Surgeon felt the patient seemed 'solid' and used set screws posterior and left the two broken anterior screws in the patient.

Manufacturer narrative:
This information was not provided during initial report, additional information has been requested. H3, h6: no investigation could be performed, no conclusion could be drawn as no device has been returned. Synthes is unable to determine the manufacture date without a lot number.